Event description:
At the end of an urological procedure, as the surgeon was removing the fiber, the tip broke off. The tip was successfully retrieved with graspers. There were no adverse patient consequences as a result